Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized due to unknown reason on unknown date. Blood glucose was 312 mg/dl at the time of call. No further details were obtained. The insulin pump will not be returned for analysis.